Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient¿s symptoms had gotten ¿rough¿ over the last 2 days. It was noted that ¿he checked his medtronic yesterday and didn¿t seem to have a problem with it.¿ it was noted that when they checked today the status lights indicated that the left implant was turned off. The reporter turned on the left battery and confirmed all ¿3 lights¿ for both implants.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the cause of the pt's loss of therapeutic effect remains unknown. The 2 ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 2 ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to (B)(4) and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the 2 ins is inconclusive because of insufficient event information. Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot# j0454360v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot# j0437464v, implanted: (B)(6) 2005, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).